Event description:
It was reported that a user of the ilet with a dexcom g7 experienced continuous glucose monitor connectivity issues after changing sensors, including an on-screen prompt to wait several hours to reconnect and subsequent failure to connect due to an incorrect pairing code; the user also observed a bent introducer needle on the removed sensor and replaced the sensor independently. Symptoms included brief interruption of glucose data availability. Outcomes included temporary dosing interruption with notification that dosing would stop soon. Investigation included customer-guided troubleshooting and education focused on cgm pairing and signal restoration. Investigation of this case revealed successful reconnection after entering the correct pairing code and that the event was consistent with a brief sensor issue and signal loss to the ilet. It was concluded that user input of an incorrect pairing code led to the loss of cgm communication, and system function was restored with correct code entry.